Event description:
It was reported that a small volume folfusor delivered its contents at a faster rate than expected during infusion. The device emptied after 15 hours rather than the expected 48 hours. The device was filled with 2350mg of fluorouracil (non-baxter product) diluted with 49 ml of sodium chloride (non-baxter product). The total fill volume was 96 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter - email: (B)(6). The lot was manufactured from august 27, 2014 to august 28, 2014. The device was returned and an evaluation was performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow rate testing was performed, and the flow rate was found to be within the specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.